Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional called to report a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease smooth opening on radius assessed as fold flaw opening. Additional observations: crease fold observed. Yellow particles inside of the device. Wear abrasion observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: deflation.

Event description:
Healthcare professional called to report a right side deflation. Device remains implanted.